Manufacturer narrative:
Intuitive has received the curved tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The fired green stapler 30 reload was successfully removed using the srk. Upon additional observation, it was found that the curved tip stapler 30 instrument had a loose grip cable with no visible broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and the grip cable was found to be broken at the clamping pulley. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. During its last use, the curved tip stapler 30 instrument with part number 470530-05 s10160928 0003 fired successfully with a green stapler 30 reload; however, the curved tip stapler 30 instrument went into a shifting failure and not an unclamp mode. The shifting failure occurred after a completed fire, when the stapler was attempting to shift from clamp to roll, the instrument never got to an unclamp state due to the shifting failure. The shifting failure prompts the user to use the stapler release key (srk), which was used. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument was stuck on tissue. The surgeon had to transect extra tissue in order to remove the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved tip stapler 30 instrument did not open after firing and was stuck on tissue. The surgeon had to staple around the stuck tissue to remove the stuck stapler instrument. Prior to calling an intuitive surgical inc. (Isi) technical support engineer (tse), the site tried using the stapler release key (srk) as per the endowrist stapler user manual instructions; however, the issue persisted. The tse recommended to press the emergency stop button again, and try releasing the jaws of the curved tip stapler 30 instrument; however, the issue persisted. The site stated that the srk was spinning in hole two without stopping. The surgeon then tried to use an unspecified instrument to release the tissue from the jaws of the curved tip stapler 30 instrument; however, the surgeon was unable to release the jaws. As a result, they had to use a laparoscopic stapler instrument to staple tissue around the jaws of the stuck stapler instrument. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, and h10. The green stapler 30 reload that was associated with this complaint was returned to isi for evaluation. The reload was found to have a staple exposed outside of the cartridge. The reload was found to have completed the fire. The reload knife was seated at the distal end as expected. The knife was not protruding over the cartridge bump. There was no damage found on the cartridge or the knife.

Event description:
Refer to h10/h11 for additional information.